Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer reset the pump with guidance from technical support, and no further occurrence of the malfunction code was reported. Technical support instructed the customer to continue using the pump and to contact them again if any issue recurs, which the customer acknowledged.